Manufacturer narrative:
Corrected information for supplemental medwatch report 001 ¿ section h1, type of reportable event, of the initial medwatch report indicated: malfunction. Section h1, type of reportable event, of the initial medwatch report should have indicated: serious injury.

Event description:
The following was reported to ventec via email: "shutdown on a patient, no alarms, then turned back on, patients family member was present, patient was transferred to another vocsn, no harm to patient". Ventec contacted the reporter and confirmed that there was no harm to the patient as a result of the reported issue. However, medical intervention was necessary to prevent permanent damage/impairment to the patient, as she is ventilator dependent which required that she be placed on another ventilator for support.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the computer module (som) located on the control board.